Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient passed away. On an unreported date, the patient was hospitalized with a history of cardiovascular disease, treatment rendered was not reported. The patient passed away while hospitalized and it was not confirmed if the cause of death was due to cardiovascular disease. It was not reported if an autopsy was performed. It was unknown if the patient was connected to the device at the time of the event. No additional information is available.

Manufacturer narrative:
On (B)(6) 2016, the patient passed away at the hospital due to cardiovascular disease. It is unknown whether the event occurred while the hp was connected to the homechoice (hc) device. Additional information: (updated to dianeal pd4, 1.5%). On an unreported date, the patient was hospitalized due to cardiovascular disease. Subsequently, the patient passed away during hospitalization due to cardiovascular disease. Upon further review, the baxter homechoice device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.